Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where hcp experienced difficulty removing the sensor from the sensor holder. After removal, the inserting hcp noted that a portion of the dextran adhesive (dxa) ring was missing and, as a result, decided not to proceed with sensor insertion. Both the insertion tools and the sensor were retained for investigation. An RMA will be created for return of the tools along with the sensor.

Manufacturer narrative:
B5. Describe event or problem corrected to: senseonics was made aware of an incident where hcp experienced difficulty transferring the sensor from the sensor holder to the insertion tool. The hcp also noted that a portion of the dexamethasone acetate (dxa) ring was missing and, as a result, decided not to proceed with sensor insertion. An RMA was issued for the return of the insertion tool and sensor for further investigation. H11. The initial MDR was submitted in error. Upon further evaluation, the event was determined not to meet the reportability criteria under 21 cfr 803.50(a), as the device did not cause or contribute to a death or serious injury, nor did it malfunction in a manner that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This supplemental report is to document this reassessment and formally close the MDR. The sensor and the sensor holder were returned to senseonics. Visual inspection of the returned sensor confirmed the hcp's report that a section of the dxa ring on the back side was missing. A review of the manufacturing records showed that the sensor lot met all release criteria, including the dxa ring visual inspection requirements. Based on the investigation, it is likely that the dxa ring was damaged during transfer of the sensor from the sensor holder to the insertion tool, consistent with the difficulty reported by the hcp. Any improper technique to remove the sensor from the sensor holder potentially could cause damage observed. Another possibility is if the sensor was not properly secured within the sensor holder, the sensor could have been canted in the holder sufficiently to cause interference of the dxa ring with the insertion tool cannula, creating enough force to damage the dxa collar. Since the insertion tool was not returned, no further investigation was possible to confirm the difficulty with transfer or any malfunction of the tool. No injury occurred to the user, as the insertion procedure was discontinued before any incision was made. A replacement insertion tool and sensor were sent to the clinic for the user's re-scheduled insertion. B4.date of this report 11 feb 2026. G3.date received by the manufacturer? 11 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,3331. H6. Investigation findings updated to 180. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where hcp experienced difficulty transferring the sensor from the sensor holder to the insertion tool. The hcp also noted that a portion of the dexamethasone acetate (dxa) ring was missing and, as a result, decided not to proceed with sensor insertion. An RMA was issued for the return of the insertion tool and sensor for further investigation.